Event description:
It was originally reported that the patient underwent a generator replacement for patient comfort due to painful stimulation in the neck. The physician confirmed the surgery was not to preclude a serious injury or death. It was reported by the patient approximately 11 years later that the generator replacement was also due to an increase in seizures. Multiple attempts have been made to follow up for additional information, and no additional relevant information has been received to date.